Event description:
The wrist was articulating with difficulty; possible broken wrist. No harm to patient. A new product opened to complete the procedure. Product is available for return to manufacturer. Manufacturer response for force bipoar is4000 xi 8mm, (brand not provided) (per site reporter). Submitted to quality.